Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator had exhibited a capture anomaly. Capture was successfully obtained but the device had issued a backup pulse. The patient was asymptomatic. No changes were made.